Event description:
A home pt (hp) reported a cracked minicap. The hp stated the crack was at the open end of the minicap and betadine leaked on to her clothing. No pt injury or medical intervention reported.